Manufacturer narrative:
This MDR is being submitted to correct the incorrect manufacturing site and related fields that were previously submitted under MFR 0003015876-2019-01899. The customer was contacted multiple times for more details, but no response has been received. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined. The clinical review for this complaint determined that, "this case is unable to determine, the customer has not delivered sufficient information." Not returned to manufacturer.

Event description:
The customer contacted physio-control to report that a patient expired and a lucas device was used. An autopsy performed on the patient found that there was some blood pooling in the chest and the customer inquired if this was due to placement of the lucas. Physio-control contacted the customer to request additional information on the patient and to ask if the patient outcome was related to any product malfunction. No response has been received from the customer. Multiple attempts were made to obtain patient information from the customer but no information was provided.